Manufacturer narrative:
PMA/510(k) # k083330. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113. 1 x echo-19 of lot number c1551829 was returned to cirl for evaluation open in its original packaging. Tip of the needle seen to be bent. Needle was able to advance and retract with difficulty. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1551829 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1551829 the notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a difficult target site or hard lesion causing the top of the needle to become deformed. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
They checked that mass location was body of pancreas before the procedure in eus. They advanced echo-19 to mass in through the scope. However, the needle didn't puncture to mass in eus. Consequently, the needle removed out of the scope. So they used another echo-19. Device related to this complaint was evaluated on 20-jun-2019. The tip of the needle was noted to be deformed - overall risk assessed as category iib (moderate). No adverse effects to the patient was reported as occurring. FDA MDR reporting required as the risk is not considered to be 'remote'.